Event description:
It was reported that the patient presented to the hospital for dizzy spells. The patient was noted to be intermittently pacemaker dependent. Upon examination, it was noted that the right ventricular (rv) lead exhibited no capture at 2.0 v at the start of the capture test. The test was immediately terminated. The rv output was increased to 5.0 v and capture test was restarted. Normal capture was maintained during this test all the way down to 0.75 v, matching the value at the previous clinical visit a month prior. External ECG telemetry strips showed ventricular paced stimulus signals, but no resulting depolarization. These occurred during dizzy spells. The ICD pocket was manually manipulated while monitoring intracardiac egm and marker channels. No oversensing or loss of capture were noted. No episodes were noted during excessive arm maneuvers, during which the patient reached across their body, out in front and overhead. There were also magnet episodes recorded when the patient was in the emergency room. However, it was suspected that this was due to staff attempting to interrogate the ICD with different manufacturer¿s remote transmitter. There were episodes from previous tuesday which the patient stated they were not near a medical facility at the time. The patient admitted to laying with their phone on their chest while watching tv. The patient was instructed not do this again. The patient¿s condition was stable throughout testing but did express that they felt dizziness over the past month. The physician ordered the patient's rv and lv outputs to 7.5v for now, and the patient will be transferred to [hospital] for assessment and possible lead extraction as they have previous retained leads on the right side of their chest as well. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).